Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for evaluation?: no. D.10. Returned to manufacturer on: na. H.6. Investigation: no product or photo was returned by the customer. The customer complaint that appears to have the small disc like filter thing in upside down/backwards, as staff recognized that a secondary bag of magnesium was quickly infused could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that as lvp 20d 2ss cv had a check valve malfunction and concurrent flow. The following information was provided by the initial reporter: it was reported by the customer secondary tubing that appears to have the small disc like filter thing in upside down/backwards, as staff recognized that a secondary bag of magnesium was quickly infused.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 2ss cv had a check valve malfunction and concurrent flow. The following information was provided by the initial reporter: it was reported by the customer secondary tubing that appears to have the small disc like filter thing in upside down/backwards, as staff recognized that a secondary bag of magnesium was quickly infused.